Event description:
It was reported that the impedances were high at 4,000 ohms. The patient also had less than (B)(6) therapy relief, so the implantable neurostimulator (ins) was replaced. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0p401, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).